Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a demonstration for a customer, reportedly the application instrument for sternal zipfix broke. It was reported the device is labeled not for human use. The device broke after two demonstrations. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The investigation shows that the part was labelled with not for human use which does not belong to the product. So that this error does not happen anymore, we created (B)(4) to delete the wrong label from the drawing. The present application instrument was, as far as possible, analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Placeholder.